Event description:
The customer reported getting frustrated because the insulin pump was not giving her enough insulin. The blood glucose was 300mg/dl. The customer experience burning sensation on her legs. Troubleshooting was performed, and no damage to the drive support cap noted. Assisted the caller to run a manual prime and the insulin did exit. The time and date were incorrect. Assisted the caller with correcting them. Performed the high pressure test and the test failed. No further information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.